Event description:
It was reported that a physician attempted arteriotomy closure of a moderately calcified common femoral artery (cfa) after a heart cath diagnostic procedure using a proglide device. Reportedly, a cuff miss occurred, the device was removed from the patient's groin and another proglide was attempted with the same result. This device was also removed from the patient's groin and additional 3 devices (total of 5) were attempted, one at the time, with the same result. Manual arterial compression was ultimately applied to achieve hemostasis. There were no adverse patient effects. A 6 fr. Sheath was used during the closure procedure. The physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The return of the device may have aided the investigation with a more definitive determination. A needle to cuff miss as reported can be influenced by several factors that include, but are not limited to: manufacturing, patient anatomical conditions and user technique. During manufacturing all devices undergo a variety of cuff, suture and needle-related inspections, including, but not limited to, needle alignment, suture forming, link forming, cuff tab bending and foot deployment inspections. In addition, a sample of devices from each lot is functionally and destructively tested. Regarding patient anatomical conditions, the common femoral artery was reported as moderately calcified. The proglide instructions for use states: the safety and effectiveness of the proglide devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. Regarding user technique, a cuff miss can be influenced by: failure to position and maintain the device at a 45 degree angle throughout deployment and retraction of plunger/suture, changing the angle, rotating or rocking the device, or not fully depressing the plunger to contact the device body. The reported case information did not mention any abnormal user technique. Since the device was not returned for analysis, based on the reported information and the manufacturing inspection criteria, a definitive cause of the reported cuff miss could not be determined. Indication of a product quality problem could not be determined. However, the patient moderate vessel calcification could have played a role in the reported event. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and did not reveal any similar incidents for this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information. The other four perclose proglide devices are each being filed under separate MFR numbers.